Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The subject device was evaluated by olympus, and it was determined that the piece of rubber returned was part of the rubber valve from inside the biopsy valve. Moreover, since the subject device was damaged, another lot of the device was used to reproducibility confirmation. It was confirmed that if the endo-therapy accessory and syringe are inserted and removed from this product attached to an endoscope while the endo-therapy accessory and syringe are tilted, the rubber valve will be damaged and fall off. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the reported event likely occurred due to the following: when inserting or removing the endo-therapy accessory, the guide sheath and the syringe from this device attached to the endoscope. Inserting or removing the endo-therapy accessory with the endo-therapy accessory and syringe tilted relative to the device may cause overload to be applied to the surrounding area (that is off the center of the rubber valve). This may cause the rubber valve to become damaged. The repeated insertion and removal of the endo-therapy accessory, etc. May subsequently push the pieces of the rubber valve into the endoscope's suction channel, causing the pieces to fall into the patient's body. However, the cause of the damage to the rubber valve could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿9.4 feeding and aspirating solution with a syringe insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5 inserting and withdrawing the endo-therapy accessories - insert the endo-therapy accessory into the valve as straight as possible. - angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ furthermore, the maj-210 medical device package insert states the following: inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. This may cause the forceps plug to break and pieces to fall into the patient¿s body. This supplemental report includes an update to h3 from the initial medwatch. Also, a correction to g2 has been made to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign object, which was thought to be a part of the subject device, was seen under the bronchoscope when it was inserted during a diagnostic bronchoscopy. The object was removed. There procedure was completed without reports of any patient harm.